Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Ti was reported to philips healthcare that the heartstart mrx is rebooting-cycling with device setting back to default. There was no patient involvement.